Event description:
In 2007 1103 hours. Blunt tip of an insufflation needle was noted to be bent after it was used, exposing the sharp tip. All of the needles with this lot # where pulled from the shelves.